Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer found that drawers 5-1 and 5-2 had failed. In the hardware testing application, no cubies were detected in drawer 5-2. The fse removed the rear panel and observed a red led on the drawer board. The drawer board was replaced and tested using the hardware testing application. The customer was then able to access medications successfully. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es two half drawers were not detected on the bus. The customer attempted to resolve the issue by power cycled the machine; however, the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.